Event description:
It was reported the pt was admitted to the hosp with a fever, shivering, dyspnea, and suspicion of sepsis. Tte showed the valve did not open and there was a high gradient of 120 mmhg. In 2008, the pt had a tee that showed a p-mean 20.2 mmhg, p-max 36mmhg. The pt expired 2 months later.